Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The scanner shuts down prematurely when ac power is removed. The root cause of the reported issue is an internal li-ion battery failure. The root cause of the reported issue is an internal li-ion battery failure. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2020-01865).

Event description:
Per biomed - there are issues with the monitor saying it has power but then shutting off completely, recently when it had happened the nurse said it was over 85% charged.